Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the ventricular rate/sense channel. All lead measurements were normal and the noise was unable to be reproduced with patient maneuvers, pocket manipulation, or isometrics/valsalva. Review of the stored electrograms (egms) noted an intermittent inhibition of ventricular pacing due to oversensing.